Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms or unexpected restart error alarms, reset time or date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump received unexpected restart alarm. The customer¿s blood glucose level at the time of incident was 403 mg/dl. Troubleshooting was performed. They inserted a new battery. The unexpected restart alarm recurred three times. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.